Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The mother reported via phone call that they experienced high blood glucose. Customer's blood glucose was 600 mg/dl. It was found the customer delivered a 20 unit bolus an hour prior. It was also reported the customer's insulin pump was delivering 18 units of active insulin. The customer reported correcting for their blood glucose. The insulin pump will not be returned for analysis.